Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary two cubies failed, were not detected on the bus, and could not be recovered. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the component failure was caused by a broken wire nitinol pocket, which prevented the device from operating as intended and compromised its overall functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex a, imdrf annex g, imdrf annex c section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the reported condition of cubie failed, not detected on bus was confirmed during field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (wo) 02179379, the bd field service engineer (fse) shutdown the device and replaced the row board. The fse rebooted the device and verified that the half height cubie drawer was operational in the diagnostics tool. Customer was able to recover and inventory the drawer. No further issues were reported for this device. The external inspection was carried out in the lab according to the established procedure. During inspection, it was confirmed that the wire nitinol pocket was broken. Laboratory testing was not required since the wire nitinol pocket was received broken. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by a broken wire nitinol pocket which prevented the device from operating as intended and compromised its overall functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary two cubies failed, were not detected on the bus, and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2.1 had cubie pocket failure. A field service engineer shut down the device, replaced the failed row board and the damaged power supply from depot surplus, and rebooted the device. The engineer verified that the half height cubie drawer was operational in the diagnostics tool, and the customer was able to recover and inventory the drawer. Onsite preventive maintenance was performed. The system functioned as intended after the field service engineer had repaired the device.